Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted once the plant has completed their evaluation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient disconnected and clamped off all the unused lines. When prompted to open the cassette door fluid was found leaking inside the cassette door as well as outside the cassette door. During follow up the patient reported he received air detected in cassette alarm while filling; patient canceled treatment and then noticed fluid leaking in the cassette door. The set was discarded and companion set is not available for evaluation. Patient stated his effluent has remained clear.